Event description:
The date is arbitrary. It's an ongoing issue. I was diagnosed as a type 1 diabetic in (B)(6) 2022. I've using an abbott nutrition freestyle libre 2 since I got out of the hospital. My insurance won't cover the dexcom which is a far superior product. I've reported to abbott no less than 10 product failures/problems on 10 different devices. This device frequently reads up to 75points of blood sugar incorrectly. I had a reading of 191 when a finger stick had me at 115. It read 55 and falling when a finger stick read 105. This level of variability is far too common in my experience. The libre 2 basically shouldn't be trusted at all. I've received at least 10 replacement products and it's garbage. This thing is always way off of actual blood sugar as measured by a finger stick. If I had dosed insulin for the 191 it would have killed me b/c I didn't need any. I often have to stop in the middle of hikes, skiing, basic running workouts "b/c" it thinks I'm 55 and dropping and I'm actually near 100 which is totally safe. This device is garbage. FDA safety report ID# (B)(4).